Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a mildly calcified and moderately tortuous left brachial vein. A 6.0mmx40mmx40cm sterling balloon catheter was advanced to dilate the lesion. The balloon was inflated twice, however, it ruptured at 8 atmospheres for 60 seconds during the second inflation. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).